Event description:
It was reported that the patient underwent an anterior cervical corpectomy and plating at c4-7. Images taken 6 weeks post-op revealed that the plate had fractured. The patient is having difficulty swallowing. A revision surgery has not been scheduled as of yet.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, films were supplied for review, which found a vertebral body replacement at c4-c7 with an anterior cervical plate. Follow up film shows disassociated and overlapping plate and subsidence of the vertebral body replacement at c4-7 suggesting flexion through construct.